Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was confirmed. There was high alarm displayed -air-in-line- detected during testing. Replaced defective air detector. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed a damaged air in line sensor, during testing. No patient injury was reported.